Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker replacement procedure this atrial lead was observed to be fractured. High impedances were noted. The lead was surgically abandoned and a new atrial lead was successfully implanted. No adverse patient effects were reported.